Manufacturer narrative:
Conclusion: the device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. The angiographic record included with the complaint was reviewed. The images indicated that the fluoroscopy load check was confirmed to be good. The valve had a good starting depth and position and was also at a good depth when it was 1/3 deployed. When deployed at 80%, the valve was constrained. After the valve was deployed, there was no coronary perfusion and no cardiac output. There were no images to confirm that extracorporeal membrane oxygenation (ECMO) was introduced and that a surgical valve was implanted. Hypotension is a potential adverse event associated with the implantation of the bioprosthesis in the device instructions for use (I fu). Hypotension is an effect that is highly dependent on the patient¿s pre-procedural condition and can occur during the implant procedure. Although a frame expansion issue was not reported during deployment, the images showed that the valve was constrained at 80% deployment. Multiple factors can affect frame expansion or compression, such as patient anatomy (e.g., calcification location and levels) and procedure related factors (e.g., valve positioning). Based on the information provided, image review, and the evaluation of the returned valve, a conclusive cause for the hypotension and constrained valve were unable to be determined. However, there is no indication of a potential manufacturing issue, device misuse or a quality deficiency. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: no product was returned. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, the valve was deployed at two-thirds and the blood pressure (bp) dropped during the deployment for unknown reasons. The valve was fully deployed and released in a good position. The bp did not recover despite the effort made by the physicians. Medication was administered and extracorporeal membrane oxygenation (ECMO) was provided. The valve was surgically removed, and a non-medtronic surgical valve was then implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at medtronic¿s quality laboratory, the valve appeared discolored with evidence of blood contact. All valve leaflets appeared slightly twisted with a gap at the point of coaptation. The leaflets were flexible; the leaflets and commissures were intact. The valve was placed in warm water and there was no change to the configuration of the valve skirt or frame. If information is provided in the future, a supplemental report will be issued.